Manufacturer narrative:
This report is submitted on june 02, 2022.

Event description:
Per the clinic, the patient experienced an infection at implant site (date not reported). Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient underwent a revision surgery on (B)(6) 2022 under general anesthesia in order to have the infected site cleaned. The patient was administered with IV and topical antibiotics during the surgical procedure. Subsequently, the patient was also treated with oral antibiotics after the surgery (specific duration not reported). This report is submitted on august 25, 2022.